Event description:
Patient who had a lap-band placed earlier in the year had numerous adjustments for the lap-band. Patient noticed there was no limit to her satiety that had been present after initial surgery and she was gaining weight. She could eat large amounts and knew that was not normal. Surgeon suspected a malfunctioning port. It was not holding pressure and was recently replaced with a new lap-band port because of port leakage. The surgeon examined the old port, and clamped the tubing on the old port. He placed fluid into the port under pressure, and could see fluid leaking from the septum of the port. The port was saved.